Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600i synchron access clinical system generated false low sodium (na), potassium (k) and chloride (cl) results for 4 patient samples. The samples were rerun after the system was recalibrated and results were higher. The patient results provided by the customer are shown in the attachment. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
Qc prior to and after the event was within the lab's established ranges. Recalibration resolved the issue and service was not requested. Bci technical support reviewed data provided by the customer and results met performance claims.